Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. They obtained a 334mg/dl on their meter and had no symptoms of high or low blood glucose levels. They reported testing on another meter and obtained a 159mg/dl within 10 mins later. They contacted a medical professional for advice; however, no other treatment was sought. The customer service rep walked the pt through troubleshooting and two consecutive control solution tests failed the specified range. The test strips and control solution were in good condition and within expiration date. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips and control solution were replaced.